Event description:
The pt reported to the MFR in december, 2006 that the surgical incision over the ins had not healed completely since the date of implant in 2006. Additional info was requested from the physician. The hcp reported to the MFR on 01/16/2007 that the pt presented with signs of infection including redness, swelling, and incisional wound opening. Perioperative antibiotics were administered and the pt does not have meningitis. The primary location of the reported infection was the device pocket and a culture was obtained from that location. The physician indicated the type of organism cultured was unk. Reported treatments instituted for the infection included oral antibiotics and weekly pt wound care with debridement of the surgical wound as needed. No report of device explantation; the product has not been returned to the MFR for analysis. The physician indicated risk factors present before implantation of the device included post-op wound or skin contamination, such as incontinence. The hcp reported other info of importance included pt obesity and some urinary incontinence present just prior to surgery. The reported pt outcome shows the infection has resolved.